Event description:
It was reported after the implant procedure during the programming session the pt had no stimulation. The pt was implanted with two lead and the lead attached to the bottom port had invalid values on some contacts. The second lead was programmed and the pt received adequate pain coverage. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.